Event description:
It was reported that the battery longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) had decreased from 47% to end of life (eol) within approximately 15 months. A boston scientific technical services (ts) consultant informed the health care professional (hcp) of this eol indicator and advised that this device should be replaced. Currently, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) had decreased from 47% to end of life (eol) within approximately 15 months. A boston scientific technical services (ts) consultant informed the health care professional (hcp) of this eol indicator and advised that this device should be replaced. Subsequently, this device was explanted and replaced with a new device. No additional adverse patient effects were reported.